Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's flow straightener was found to be contaminated with dirt and dust. The device was cleaned and services to address the issue.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported.